Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. Additional, changed, and/or corrected data: b1, b5, c1, d4, h4, h6.

Event description:
Additional information reported "three weeks of steroids with doxycycline and symptoms are improving but the bumps remain mostly in the perioral area."

Manufacturer narrative:
Additional, changed, and/or corrected data: b5, d6a.

Event description:
Additionally, hcp reported they attempted to dissolve the filler twice using 1.5ml of hyaluronidase, 10 days between treatments but hasn't seen much improvement.

Manufacturer narrative:
Clarification to h.6. Type of investigation code: the filler was injected into the patient and is not accessible for return. The syringe was not returned for evaluation. The event is a physiological complication and analysis of the device generally does not assist abbvie in determining a probable cause for this event. Further information regarding event, product, or patient details has been requested. No additional information is available at this time. This is a known potential adverse event addressed in the product labeling.

Event description:
Healthcare professional (hcp) reported injecting a patient in the cheeks and perioral area with 4ml of skinvive¿ by juvéderm®. Patient received a flu vaccine three months post-injection. One month later, patient presented with lumps around the upper and lower lips with extreme swelling. Patient was concomitantly using a prescription "skin lightening" cream, which the patient discontinued. Patients dermatologist suggested the reaction could be related to the filler. Hcp prescribed steroids, which improved swelling in one day, however the lumps remain around the lips, nose, and jawline. Hcp later noted bumps also appeared in the lower cheek area. Symptoms are resolving.